Manufacturer narrative:
Results: the pxslim was kinked approximately 86.0 from the hub. Conclusions: evaluation of the returned px slim revealed a kink along its length. If the device is forcefully removed from the packaging hoop at extreme angles, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff found that a px slim delivery microcatheter (px slim) was kinked upon removal from its packaging. The damage to the px slim was found prior to use, and therefore the px slim was not used during the procedure. The procedure was completed using a new px slim.